Manufacturer narrative:
The investigation noted that the unit of measurement for the tpuc3 assay was changed at the instrument level from mg/dl to mg/l for all the sites after the instrument was initially installed and used, but some of the instruments were missed and were never tested. The investigation determined that the event was due to the customer's product handling (the unit of measurement was not updated in all of the instruments). The investigation did not identify a product problem.

Manufacturer narrative:
The investigation noted that because the customer deleted and reloaded the application, there were no raw data and communication traces available. The investigation confirmed that the cobas infinity was set to report in mg/l for the assay. The investigation is ongoing.

Event description:
The initial reporter received tpuc3 (total protein urine/csf gen.3) results with the wrong unit of measurement from the cobas pro c 503 analytical unit. The reporter stated that they discovered that the results from the c 503 were in mg/dl while the results in the cobas infinity and their laboratory information system (lis) were in mg/l. The correct unit of measurement for the assay is mg/l. Because of this, the reporter deleted the tpuc3 application and downloaded it again with the correct units of measure. They found 33 initial patient results with units of measurement that needed to be corrected to mg/l. They then informed patients, physicians, and outpatient facilities of the result changes. The reporter was able to provide an example of a result with an incorrect unit of measurement: sample ID (B)(6). The result from the c 503 was 19.5 mg/dl. This result was evaluated as 195 mg/l as the unit of measurement in the lis was in mg/l. The result in the lis was <60 mg/l. The result was evaluated as 60 mg/l as 60 is the lowest technical limit. This result was reported. The reporter confirmed that the reference and reportable range in the lis were correct and matched the correct unit of measurement (mg/l).